Event description:
The customer reported that the images were uninterpretable and they were unable to use the system. There is no report of patient injury.

Manufacturer narrative:
No conclusion can be drawn as the customer reportedly cleared the issue themselves and canceled the service call.